Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Caller tested 1.2 inr on the coaguchek xs system while a comparison lab returned as 2.0 inr. No treatment required. No adverse event reported. Requested return of suspect system, however, the customer has used up all the strips and they will not be returned. Replacements were sent.